Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units pressure tracings were not showing up on device, screen froze in middle of case this am. They swapped with another machine and continued case with no more issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) pressure tracings not showing up on device, screen froze in middle of case this am. Swapped with another machine and continued case with no more issues. This device has been sequestered and we would like it checked out. No patient info available. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival he went through logs, and error alarms, nothing about system errors, and no codes saying unit was not functioning properly, safety, and functionality checks completed per the service manual and passed to factory specifcations. Returned for clinical service upon completion.